Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. Analysis of the instrument and instrument data indicate that the cause for the discordant advia centaur cp troponin ultra results is unk. The instrument is performing within specification. No further evaluation of the device is required.

Event description:
A false positive advia centaur cp troponin ultra result was obtained on a duplicate pt sample. The customer runs all troponin pt samples in duplicate. A repeat troponin ultra test was performed and the result was negative. A negative troponin test result was reported. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.